Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the din rail was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect din rail has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The analysis on the viewing station of the imaging system din rail was completed by medtronic personnel. Testing found that din rail resistance was measured at a value higher than expected between two contacts on the board.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. The representative reported that the fuses on the imaging system were open. There was no patient present when this issue was identified. No additional information was provided.